Event description:
A malfunction alarm was reported with no notable events occurring prior. The customer¿s blood glucose level remained within normal range and did not exceed 500 mg/dl. Technical support provided guidance to reset the pump, resolving the issue, and the customer was instructed to continue using the pump and report any recurring malfunctions.